Event description:
Customer reported that the pump had a crack on the reservoir side and when she touches it, insulin comes out. Customer stated she was hospitalized last night with hypoglycemia after being infused with 70 units of insulin.